Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that right atrial lead exhibited inappropriate mode switch due to noise. Lead was explanted and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-12280.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.